Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited noise, oversensing and intermittent increases in pacing impedance measurements from 400 to 500-600 ohms. The patient was not pacemaker dependent. Boston technical services (ts) discussed the noise appeared consistent with oversensing related to the minute ventilation feature and discussed programming options. The respiratory rate trend feature was programmed off and monitoring will be continued. No adverse patient effects were reported. This product remains in service.